Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the device still turns on when plugged into a power source. In addition, it was reported that the pump reset unexpectedly. The contact declined to provided blood glucose (bg) level information. There was no reported impact to the customers bg level. The contact stated that alternate insulin therapy would be obtained from the health care provider.